Manufacturer narrative:
G2: foreign country - japan h3/h6: the instrument was analyzed. As reported, the tip of the returned probe was visibly bent. Otherwise, with markers attached and fully seated, the probe displayed good geometry and divot error readings with normal tracking and verification. Codes b01, c07, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the cervical probe tip was deformed. It was suspected that there was deformation in the hard part of the bone. The procedure was completed by using another instrument. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.